Event description:
It was reported that a (B)(6) y/o male patient, underwent a revision of exactech implants on his right shoulder. The humeral components were replaced with arthrex components. The patient had been dislocating his shoulder. The liner appeared to still be locked into the tray at time of revision. Patient was last known to be in stable condition following the event. Unable to obtain photos or x-rays. The product is not available for return.

Manufacturer narrative:
(Device evaluated by MFR) pending evaluation. Concomitant device(s): 320-10-00, 49041934 - equinoxe reverse tray adapter plate tray +0 unknown, unknown - 42 liner.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the surgical event cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition there was no patient clinical information provided.